Event description:
No complaint stated.

Manufacturer narrative:
Investigation is not complete. User facility would not provide their report, but did give us their FDA report number. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00246, 00248.